Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button has stopped functioning. The customer's blood glucose level was not impacted. It was confirmed that the customer had an alternate method of insulin delivery available.